Event description:
It was reported that the intraocular lens was explanted from the patient''s right eye in a secondary procedure due to differences between the post-operative refraction and the pre-operative planned results. No further information was provided.

Manufacturer narrative:
(B)(4) - explant of intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer date: 02/12/2014. The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection noted the leading haptic was distorted. The lens was inspected at 10x microscope magnification where a few loose particles were observed in the optic zone compatible with handling the lens out of the sterile environment, such as during the explant process. The distorted haptic in the received lens was related to the explant process. No cosmetic defects such as scratches, or depression marks in the lens optic body were observed. The observed condition of the received lens was consistent with a lens that had been explanted from the patient's eye and not attributed to the manufacturing process. The manufacturing records were reviewed and the documentation showed that the production order (po) was manufactured according to specifications. No product deficiency was detected in the po record review. All pertinent information available to abbott medical optics has been submitted. Placeholder.